Manufacturer narrative:
Since a lot number was not provided, the device history record review could not be performed. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. Per customer, the defective product was discarded. Based on the information available to us, we were unable to confirm the event. In the meantime, all information received will be used for further tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
Per customer, the staff surgeon stated that the stiff chest tube compressed the ivc and mimicked cardiac tamponade in a patient. The hemodynamic instability was resolved after the chest tube was removed. Per staff surgeon, there was no malfunction per se of the chest tube. The staff surgeon explained that the issue was that the tube in question was much stiffer than their prior products.